Event description:
It has been reported to philips that, geometry movements were not available. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Review of the system log file showed geometry related error. Upon troubleshooting, fse found that the 24vcc power supply was malfunctioning. Fse replaced the geo io box and pdu single phase distribution unit sp. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.